Event description:
During a transduodenal sphincteroplasty procedure in the or, the plastic part of an electrosurgical pencil blade tip began to melt. The surgeon noticed the melting plastic and discontinued use of the unit. He then switched to a new pencil and blade tip combination unit. No injury to the pt was noticed. Defective electrosurgical pencil and tip was visually inspected without cleaning or sterilizing by personnel from the dept of biomedical instrumentation. Prior melting of white plastic collar on blade electrode was noted.